Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # 884c54. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The cut line was completed and the staples meet the staple form release criteria. However, the knife advancing was noticed slower than normal speed. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not functional as expected power. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 884c54, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire without motor sound on the 1th firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.